Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros troponin I es results were obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. A definitive root cause could not be determined. The tropi es qc fluid manufacturer and baseline data was not provided upon request. Therefore, no definitive conclusions can be made regarding performance of the qc fluids with vitros tropi es lot 1790. It was noted that the level 1 control does not adequately evaluate performance of the vitros tropi reagent for samples with troponin I concentrations < url (0.034 ng/ml). A vitros tropi es reagent performance issue cannot be ruled out as a potential contributing factor to this event. Although service actions were performed, there is no definitive evidence to suggest an instrument malfunction is related to the event in question as pre-service precision testing was not performed. An ocd field engineer performed service actions to multiple subsystems on the vitros 5600 system. Following these service actions, the fe processed multiple 10 replicate tropi es within-run precision tests and the tropi es results were reproducible within each sample. Additional within run precision testing has been requested to verify current instrument performance. It is unknown if the sample in question was processed in accordance with the sample collection device manufacture recommendations. Therefore pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer complained after observing non-reproducible, higher than expected vitros troponin I es results for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient results: 0.117, 0.061 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The 0.117 ng/ml result was reported from the laboratory and a corrected report was later issued. There was no allegation of patient harm made as a result of the event. (B)(4).